Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was hospitalized for acute decompensated heart failure (adhf). Additionally, the patient has had difficulty taking readings at home, but was able to take readings at the hospital. Imaging was requested. It is unknown at this time if there was a delay in treatment due to the inability to take readings.